Manufacturer narrative:
Other relevant device(s) are: micra delivery system; model #: mc1vr01-delsys; expiration date: 14-mar-2022; serial#: (B)(4); UDI #: (B)(4); concomitant medical products/therapy dates? No. Dev rtn to MFR? No; mfg date: 25-sep-2020. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a decrease in blood pressure and pericardial effusion following the implant procedure of the leadless implantable pulse generator (ipg). Echocardiography confirmed accumulation of blood in the pericardial membrane. Myocardial damage was possibly caused by friction, or a possible perforation was noted due to one of tines engaging with the free wall. Drainage was performed, and the patient stabilized. The ipg remains in use. No further patient complications have been reported as a result of this event.